Event description:
Bd insulin syringe was missing a cap from the manufacturer and a pharmacist was pricked during the verification process. Seems like the unit dose packing was defective. The pack of syringes was never open, yet a needle was uncapped. Ndc 08290-8418-01, lot 4240029.